Manufacturer narrative:
(B)(4). The customer reported that the device would lock up (stop operation) during the user initiated operational check. This symptom manifested only during user initiated testing. There was no patient involvement. Philips evaluated the device and confirmed the malfunction. The malfunction was resolved by reloading the software.

Event description:
The customer reported that the device would lock up (stop operation) during the user initiated operational check.